Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized due to hematoma. The doctor could not determine the cause of the hematoma, and the customer was not comfortable using the insulin pump. Advised that the issue was mostly likely due to the infusion set, but the customer requested a replacement insulin pump. Nothing further was reported.